Event description:
It was reported that the paramedics came out to the customer's home, due to customer having low blood glucose of 27 mg/dl, but she refused to go to the hospital. The customer also stated she had been experiencing low blood glucose levels for two months. Troubleshooting was performed. Customer was aware of proper priming technique. Customer had changed basal rates per healthcare provider's instruction. The reservoir showed the same amount of insulin as was shown on the status screen. Customer stated the insulin pump was not indicating an issue with reading the insulin in the reservoir accurately. She was advised to speak with healthcare provider regarding low blood glucose. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.